Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which led to pacing inhibition due to noise on rv lead. It was reported that the patient was also pacer dependent and asystole greater than 2 seconds was noted on the electrogram (egm) with atrial undersensing. This rv lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information received that the rv sensitivity was adjusted to resolve the issue. The rv lead remains in service. No adverse patient effects were reported.